Event description:
Wire assembly in pt left head rail was cut and wires were exposed. The wires were under the bed not visible to a pt.

Manufacturer narrative:
A tech incorrectly installed the hbsw siderail upgrade, causing the wires to be cut. Tech replaced wire assembly to resolve.